Event description:
It was reported via repair work order that the brakes would not stay engaged due to worn brake cams and broken brake rod cylinders. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.